Event description:
It was reported there was a suspected pocket adaptor malfunction. The patient had a replacement due to normal battery depletion using a pocket adaptor. Impedances were not checked during the procedure or the day after. When they attempted to program the new device they found all impedances were out of range, greater than 40000 ohms. It was noted the lead configuration was correct. They reopened the patient and tried to connect the same pocket adaptor without success, impedances were always out of range. They replaced the pocket adaptor and showed good impedance values. There was no adverse event or injury to the patient. Surgical intervention was required. Patient symptoms included no stimulation efficacy. No further information was reported.

Manufacturer narrative:
Lot# updated. Product ID 64002, lot# 0206395825, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: adaptor. Analysis of the pocket adaptor (adaptor 64002 2x4 mvmt pocket adaptor, lot# 0206395825) found no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 64002, lot#, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: adapter. (B)(4).